Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the burnt area on the distal end plastic cover was most likely due to a component failure, for the white residue observed in the nozzle, the air/water channel, and the air/water cylinder, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center identified burnt areas on the distal end plastic cover. White residue was observed in the nozzle, in the air/water channel, and the air/water cylinder. There was no patient involvement.